Manufacturer narrative:
(B)(4). The complaint mr290hfv chamber has only recently been returned to fisher & paykel healthcare for investigation into the root cause of this incident. Our investigation is still ongoing. We will provide a follow-up report upon completion of our investigation/analysis.

Event description:
A hospital in (B)(6) reported to fisher & paykel healthcare's office in the USA, that an mr290hfv autofeed humidification chamber that was used in an application involving vision bipap and/or modified high flow nasal cannula, split at the joint between the aluminum base and the chamber dome. The hospital reported a 'loud pop and a large quantity of water leaving the chamber'. No patient consequence was reported.